Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abortion spontaneous ("miscarriage"), back pain ("low back pain"), swelling ("swelling"), autoimmune hepatitis ("autoimmune hepatitis"), fatigue ("tiredness, fatigue"), arthralgia ("joint pain"), dyspepsia ("dyspepsia") and change of bowel habit ("changes in bowel habits") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, back pain, swelling, autoimmune hepatitis, fatigue, arthralgia, dyspepsia and change of bowel habit outcome was unknown. The reporter considered abortion spontaneous, arthralgia, autoimmune hepatitis, back pain, change of bowel habit, dyspepsia, fatigue, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abortion spontaneous ("miscarriage"), back pain ("low back pain"), swelling ("swelling"), autoimmune hepatitis ("autoimmune hepatitis"), fatigue ("tiredness, fatigue"), arthralgia ("joint pain"), dyspepsia ("dyspepsia") and change of bowel habit ("changes in bowel habits") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, back pain, swelling, autoimmune hepatitis, fatigue, arthralgia, dyspepsia and change of bowel habit outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, autoimmune hepatitis, back pain, change of bowel habit, dyspepsia, fatigue, pelvic pain, pregnancy with contraceptive device and swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.